Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this pacemaker system was admitted to the emergency room (ER) due to stroke-like symptoms. There were 3 atrial tachy response (atr) episodes at the time of the reported symptoms. It was noted that the patient history included marfans, transient ischemic attacks (tias), and complete heart block. Electrogram (egm) review showed 1:1 supraventricular tachycardia (svt) episodes with farfield atrial oversensing, particularly after vsense events. These were false positive atr episodes events due to the farfield oversensing. Technical services (ts) discussed troubleshooting options and programming considerations. Fixed sensitivity was recommended because the patient was reportedly pacer dependent. This pacemaker system remains in service. No additional adverse patient effects were reported.